Manufacturer narrative:
X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that diagnostic tests resulted in high lead impedance during an office visit. The reporter stated that there is no known trauma that may have caused the high lead impedance. It was reported that the pt could not feel stimulation, but it is unknown when this symptom began. F/u with the surgeon indicated that he planned to replace only the generator, and "test the interface of the generator and lead during surgery". He planned to replace the lead only if the high impedance did not resolve with the new generator. Further investigation indicated that both the lead and generator were replaced. The surgeon stated that the pt had an increase in seizures below pre-vns baseline prior to surgery, and that the pt's seizures were better controlled following revision. X-rays were reviewed, and a cause of the high lead impedance could not be conclusively identified. It was noted that the strain relief was not placed according to labeling and two possible sites of lead discontinuity were identified. The explanted products were discarded and will not be returned for analysis.